Manufacturer narrative:
The crt-p will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), the patient went into ventricular tachycardia (vt) which eventually degraded into ventricular fibrillation (vf). External defibrillation was performed to convert the arrhythmia. The patient refused to have a defibrillator implanted which is why the crt-p was the device he received. The procedure was completed without any other issues. The patient was later discharged. The patient was then admitted back into the hospital for a suspected infection. On (B)(6) 2015, the patient experienced another vt which degraded into a vf and the patient subsequently died. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death.